Event description:
Pt complained of foul smelling vaginal discharge 4 months post robotic assisted laparoscopic supracervical hysterectomy. The rumi system and colpopneumo occluder system was used and the plastic koh cup was retained in vagina. The koh cup was removed in the clinic at the time of discovery.